Manufacturer narrative:
Additional information h6 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused heparin therapy in the medical intensive care unit. The prepared intravenous (IV) infusion therapy comprised of a 20cc bag containing heparin solution programmed at 19.4 ml/hr continuous. The infusion therapy and was started, a bolus of 70cc heparin was also "due at that time". The customer expected to change the bag after about 9 hours. When the clinician checked the patient at seven and a half hours, the drip chamber of the IV setup was inspected whilst noting that the next bag-change was scheduled at around 9 hours. As per the clinician, "there was more in the bag than would make sense". Drops were dripping in the drip chamber of the IV set-up, and there were no kinks or closed clamps along the tubing. At 10 hours the partial thromboplastin time (ptt) result was requested and was found to have "decreased to 49.8 after only about 3 hrs". The customer further complained that "the continuous veno-venous hemofiltration (cvvh) was about to clot and [blood] pressure was dropping". The clinical staff were allegedly assessed for user error, however the outcome to that was unknown to the reporter. No additional information is available.